Event description:
End user emailed to report axle detaching from camber tube, causing wheel to fall off the wheelchair while in use. End user reports that they fell while sitting stationary in wheelchair twice. No claims of injuries were reported to have occurred as a result.

Manufacturer narrative:
The sn provided indicates the chair was manufactured 11 years ago and is therefore past its usable life of 5 years. Reporter did not provide dates of occurrences for when these reported events occurred.